Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support who advised evaluating the device power supply. The biomedical engineer was unable to duplicate the reported event during service. The biomedical engineer reported review of the device diagnostic history noted an air valve error. The biomedical engineer replaced the air valve to address the finding, and reported testing passed. The biomedical engineer reported the unit was placed back into service with no further problems reported.